Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a discolored display screen was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded (cc070957) for review that showed events spanning approximately 4 days (19nov2023 ¿ 20nov2023, 07dec2023 per timestamp). Events occurring on 07dec2023 were recorded during testing at abbott. The driveline was disconnected on 20nov2023 at 14:52:52 for a system controller exchange. There were no other notable alarms active in the log file. An image was submitted that showed a discolored display screen. The controller was functionally tested and was able to support pump function for an extended duration without any issues or alarms activating. The backup battery¿s cover plate was removed, and green fluid ingress was observed coating the pins of the backup battery and the ribbon cable. After functional testing the controller was opened an excessive buildup of green fluid residue was observed within the controller. Additionally, the outer jacket of the cables was removed, and fluid ingress was observed within both cables. Additional information provided on 27nov2023 stated that it was unknown if the controller was exposed to water, and that there were no patient related issues associated with the system controller. The root cause of the discolored display screen was due to fluid ingress within the controller; however, the root cause of the fluid ingress was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number mw5148506 was received on 18dec2023. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Brand name: corrected. Catalog number: corrected. Primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to a routine clinic visit with concern for system controller water damage. The patient noted that the display changed slowly over time. The electronic interface of the system controller appeared unaffected, but it showed signs of water damage or condensation. The system controller was exchanged. There were no patient issues related to the system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.